Manufacturer narrative:
(B)(4).

Event description:
It was reported there was a loss of therapeutic effect following an unrelated medical procedure. The pt had rotator cuff surgery with the implant on, and afterwards, the pt had urinary incontinence. The pt was recovering from the surgery at the hospital. It was noted the pt programmer was displaying the "splash" screen after the batteries were changed. The pt could not adjust the stimulation with the programmer. Additional info has been requested, a follow-up report will be send if additional info becomes available.